Event description:
Device 1 of 2. Ref MFR. Report# 1627487-2014-26467. It was reported the pt was not receiving stimulation to her back. The pt reports she has not had effective stimulation in her low back since she was implanted, however she had effective stimulation in her low back during the trial. The pt denies falling or trauma following. Physician follow up appointment is pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.